Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured in a vertical tear. The device was removed and completed the procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon longitudinal tear in the balloon material was noted beginning at the proximal markerband and extending approximately 11mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this balloon is 15 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured in a vertical tear. The device was removed and completed the procedure with a different device. There were no patient complications reported.